Event description:
The customer contact reported air in the tubing set distal to the pump with no pump alarm. It was reported the pump was programmed to deliver an unspecified maintenance solution with a 150 mcl air sensitivity. No further programming parameters were provided. After an unspecified length of time, it was reported that air was noted in the tubing distal to the pump with no pump alarm. No specific event details were provided. At an unspecified time, the device was removed from clinical svc. It was not specified if the therapy was resumed using a replacement device. There was no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. During testing at the user facility the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical svc. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.